Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other two perclose proglide devices, referenced in describe event or problem, are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery (lcfa) and the right common femoral artery (rcfa) were attempted using proglide devices via a 6fr sheath, after bilateral visceral embolization procedure. Reportedly, no bleed back was achieved from the marker lumen. A second proglide device was used; however, a cuff miss occurred. A proglide device was attempted on the rcfa; however a cuff miss occurred. An additional proglide device was used on the lcfa and rcfa to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.